Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed the investigation. Failure analysis investigation replicated/confirmed the customer's reported complaint. Visual inspection of the wrist did not show any damage. The housing was removed, and the instrument was found to have an input disk broken. Input disk #7 was found broken into pieces inside of the housing. Manual articulation of the input disk #7 found the grip to be unresponsive to open and close commands. The root is typically attributed to user mishandling, most commonly caused by improper cleaning/reprocessing techniques. A review of the instrument logs for the instrument (part # 470347-12/ batch/lot # u11220614-0052) associated with this event was performed. The instrument was last used on (B)(6) 2022 on system serial# (B)(4) with 6 lives remaining. No image or video clip for the reported event was submitted for review. This complaint is considered as a reportable event due to the following conclusion: it was reported that the jaws of the instrument would not open once inside of the patient. At this time, it is unknown if there was tissue stuck between the jaws, nor how the instrument jaws were opened. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the jaws of the tip-up fenestrated grasper would not open once it was inside the patient's abdomen. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.